Event description:
Pt had a cardiac cath procedure on 10/05/1999. The arteriotomy was closed with a techstar txl 6fr device. Hosp notes that polymixin/bacitracin solution was used to irrigate area. No problems were noted at time of closure. On 10/23/1999 the pt was seen for drainage of an abscess. On 10/30/1999 the pt presented in the ER complaining of severe groin and flank pain with bleeding. On 11/04/1999 the pt underwent a surgical repair of an infected right femoral artery.